Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery (B)(6) 2018. They subsequently underwent left knee revision surgery on (B)(6) 2022, approximately 4 years 8 months post primary procedure. Revision op report postoperative diagnosis: periprosthetic osteolysis of internal prosthetic left knee joint. There was significant effusion and synovitis, and there was delamination of the polyethylene but no evidence of prosthesis loosening. The surgeon further noted that there was debonding of the femoral component from the cement. The patella was left in place because it was intact and well fixed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 56 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, instability, lack of effect, discomfort, joint effusion, joint laxity, loss of range of motion, osteolysis, pain and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.